Manufacturer narrative:
Additional MDR's associated with this event: 3025141-2017-00012: neck; 3025141-2017-00013: stem.

Event description:
The head/neck assembly of a radial head replacement implant disassociated from the stem post operatively. The implants were explanted (approximately eight months after implantation).